Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received or evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure and line cord. During functional testing, the tank was filled with water, attached temp check, plugged in line cord and turned on the power switch; the customer's reported problem was duplicated. The root cause of the reported issue was found to be faulty printed circuit board. Replaced printed circuit board.

Event description:
Information received a smiths medial fluid warming/level 1 hotline low flow systems - hl-90 will not calibrate. No adverse patient events reported.